Event description:
Customer reported via phone, it looked like air was getting into the reservoir, leak. Customer noticed the reservoir was wet in the bottom part and reservoir compartment smelled like insulin. The leak seemed to be at the o-rings. Customer's blood glucose was 7.6 mmol/l. Customer agreed to return the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.